Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release covered stent was used to treat a malignant esophageal stenosis during an esophageal metal stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was unable to be deployed. The stent was removed from the patient partially deployed and a different device was used to complete the procedure. There was no patient complications were reported due to this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex esophageal stent with the delivery system was received for analysis; the stent was fully expanded and deployed. The shaft was returned kinked. No other issues were found with the returned device product analysis could not confirm the reported event of stent partially deployed as the stent was returned fully expanded and deployed. The investigation concluded that the additional observed problem of the shaft kinked was likely due to factors encountered during the procedure. Lesion characteristics, handling of the device, and the technique used by the physician (force applied) may have limited the device's performance and contributed to the observed problem. Taking all available information into consideration, the overall root cause of the reported event is "no problem detected."

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release covered stent was used to treat a malignant esophageal stenosis during an esophageal metal stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was unable to be deployed. The stent was removed from the patient partially deployed and a different device was used to complete the procedure. There was no patient complications were reported due to this event.